Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display, display anomaly or error alarm was noted during testing. The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display and iop test failure from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised to insert new aaa alkaline batteries. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.